Manufacturer narrative:
Emdr section h6, added codes d1002 to reflect results of investigation.

Event description:
The following was reported to gore: on (B)(6) 2024, the patient underwent an endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. When a constraining system of the trunk ipsilateral leg endoprosthesis was attempted to remove, it was observed that the behavior of the leading end of the catheter was bowed twice. While the constraining dial was turned counter-clockwise until it stopped again and then the constraining system was attempted to remove, it felt the line of the constraining system might be broken. The constraining system was continued to remove and it seemed entire constraining system was able to be removed. It was reported it is unknown whether the constraining system was broken or not. The proximal of the trunk ipsilateral leg and it looked completely deployed. The procedure was concluded and the patient tolerated the procedure.

Manufacturer narrative:
H3: code "other" was selected as the medical device remains implanted. Return not possible. H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.